Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The detached loose needle was examined and found to have incorrect rotation, swage compression shows to be heavy and suture remnant was found in needle barrel. No user needle holder marks were found on needle & suture attachment area. Conclusion swager error. Since detached suture tip was found to be clipped-off and detached needles were found to have incorrect swaging method this is a swagger error.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.